Manufacturer narrative:
Covidien reference number: (B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the breath delivery unit (bdu) printed circuit board (pcb)and customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an, 840 ventilator generated an error which rendered the ventilator inoperable and the device stopped cycling. Patient participation was not provided.